Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000438, serial/lot: unknown. A medtronic representative went to the site to perform a system check out and they replaced the cord. The system functioned as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when the field service engineer was onsite to address another case, the site informed them that the power cable was damaged. The protective rubber shell was worn off and wires were exposed. The cause was suspected that the cord rubbed against something, which caused the plastic to wear down. There was no patient involvement.